Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using swiftpac coils (swiftpac), benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter, and a guidewire. While placing a swiftpac into the target vessel, the swiftpac unintentionally detached. The physician used another swiftpac to push the detached swiftpac to an optimal position within the target vessel. It was reported that the next swiftpac also unintentionally detached in the target vessel. The physician used another swiftpac to push the detached swiftpac to an optimal position. The procedure was completed using additional swiftpac coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The swiftpac coil was implanted in the patient; therefore, a device investigation could not be performed. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for the lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.